Event description:
It was reported that the patient died. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. A 38 x 3.00 promus premier drug-eluting stent was advanced at 14 atmospheres for treatment and the procedure was completed and was shifted to critical care unit (ccu). However, the subject experienced chest pain in the middle of the night which led to hypotension and pressure falling. Cardiopulmonary resuscitation (CPR) was initiated immediately but the response slowed down, and the patient died. The reported official cause of death was cardiac arrest.